Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contribute to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis for the second time in one week. The blood glucose reading was 393 mg/dl during the call. Troubleshooting was performed and the insulin pump passed the prime and self tests, and the programming was correct. The tubing clamp was not available to perform the high pressure test. It was also stated that the customer does not comply with the recommendations given to him and only checks his blood glucose when he feels like it. The customer also doesn't change the infusion sets very often.